Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not able to get any charge into the ipg even after troubleshooting. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Event description:
It was reported that the patient was not able to get any charge into the ipg even after troubleshooting. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Sc-1160 (sn (B)(6). The returned ipg was analyzed and the device was undetectable nor charged. Visual inspection revealed an electrocautery burn mark on the case. The device was cut open, and the battery measured 1.43 volts. An internal electrical test revealed both asics (application-specific integrated circuits), u2 (76.2 degree celsius), u3 (45.5 degree celsius), with an excessive quiescent current leak (1.05 a). It was unable to retrieve the device data using an external power source. With all the available information, boston scientific concludes that the complaint could not be verified as the device was no longer functioning, and the device profile could not be obtained even with an external power source. These symptoms are typically caused by exposure to high voltage transients or high radio frequency energy. It was reported that patient had a revision in the past. After the procedure, the patient could no longer charge her device. It was reported that electrocautery was not used during the revision. The cause of the ipg damage couldn't be determined.